Event description:
Customer reported discordant ionized calcium (ca++) result between the instrument and a reference lab. There was no report of injury for this event.

Manufacturer narrative:
Customer has been instructed to replace the calcium electrode. The cause for the discordant ionized ca++ results is unknown.